Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had twice scheduled an MRI of their elbow. Patient said they charged both the implant and the controller, but by the time they got to the MRI facility, the implant was totally out of charge and they couldn't get the implant 'out of' MRI mode. Agent asked, patient confirmed they were not able to put the implant into MRI mode because the implant didn't have enough charge. Patient mentioned the first time they went for an MRI; their MRI technician called medtronic and was told that medtronic couldn't do anything while the patient was there. The issue happened two times. Patient asked if there was something wrong with the battery or if something was sapping the energy of the charge while they traveled there, which was only a 20-30min drive each time. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Agent provided and explained use of nas phone number.